Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis interface was not receiving messages. Messages were accumulating in the queue, and the pyxis server was not processing or handling them. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device interface was not receiving messages and the messages were queueing up. A technical support specialist (tss) applied knowledge article low disk space, coordinated with the customer support centre to obtain cce access, identified that the e: drive was full, and cleared old backup files to restore sufficient disk space to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.